Event description:
The event is reported as: there is a small pin hole on the package. This issue was found prior to use, at inspection level. No pt injury.

Manufacturer narrative:
Eval method: device history review. Results: the device history review for the reported lot number shows that the product was assembled and inspected according to specs. A visual inspection was performed on the samples and the reported defect was found. Conclusions: no root cause can be established at this time due to the fact that the defect found on the product seems to be a scratch and not a hole. A possible root cause could be attributed to shipping damage when the product was sent to the customer from distribution center. The sample will be sent to r&d for analysis.